Manufacturer narrative:
This report is submitted on march 16, 2021.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement following an MRI (1.5 tesla) on (B)(6) 2021. Clinical management of the patient is ongoing. The implanted device remains.